Event description:
A report was received that the device heats up when charging and the patient had a small rash or blister at the pocket site. The physician did not suspect that the symptom was caused by the ipg or the charger. The patient was prescribed a cream and the blister was gone.

Manufacturer narrative:
.

Event description:
A report was received that the device heats up when charging and the patient had a small rash or blister at the pocket site. The physician did not suspect that the symptom was caused by the ipg or the charger. The patient was prescribed a cream and the blister has gone.